Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). The patient is (B)(6). Three years ago the patient was implanted with fv440-t because of traumatic hydrocephalus. Preoperative pressure to 9cm water column. One year after the operation, pressure changed from 9cm to 11cm water column. Then after months the patient is not good, he has symtoms such as dittiness and vomiting, then went to the hospital and found the slit ventricle syndrome. At this time, the doctor asked the water column change from the 11cm to 13cm, but it's unable to transfer. Later, the patient went to hospital every six months to change the pressure, the patient went to hospital every six month to cjange the pressure, but it still unable to do the change. After communication between the patient's familiy and doctor, the patient was implanted with a new fv440-t, preoperative pressure to 13cm water column. The patient status is good now.

Manufacturer narrative:
The valve was returned in plastic bag with no liquid. The valve was set to pressure range 6 cmh2o. A visual inspection revealed that there were scratches and deformities. A penetrability test was performed at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The test results showed the valve was not permeable. An adjustment test was carried out with the standard progav checkmate and measurement tool. The progav valve was adjusted from 0 up to 20 cmh2o and down again in the same way. It was found that the progav valve could not be adjusted in the pressure setting. To measure the breaking force, the valves were investigated with the braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The brake could not be investigated because the valve couldn't be adjusted. The investigation confirmed an occlusion by dry deposits. The valve did not fail. No further actions are required.